Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow up, double counting and low r-waves were observed. Inappropriate shocks were delivered as a result. The lead was explanted.